Manufacturer narrative:
Device returned on 04/07/2025. Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that during use, cmac blade was found faulty. It had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed, and the seals have deteriorated. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer dim led and/or poor image was confirmed, and further defects were detected. In total the following defects were detected: led is dim; blade damaged; adhesive points on camera head worn; leak on camera head; housing damaged; cover damaged; plug worn; leak between plug and cover. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak and poor image. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).